Manufacturer narrative:
We have received the complaint device for evaluation and we have confirmed the reported incident. We observed a circumferential balloon rupture at the proximal end of this catheter. We did not observe any necking of the catheter extrusion. Both windings were properly held in place. We were able to flush the irrigation lumen and the inflation lumen without any resistance. During our follow-up investigation, we were informed that the catheter was used for declotting a left brachial vein of a dialysis patient. The surgeon had inspected the device before use and he found it to be operating properly. The balloon ruptured during the first pass when he attempted to remove the fresh clot from the patient's vessel. The surgeon did not experience excessive resistance when removing the clot. The catheter was operated on a vessel without any known stenotic region. The balloon rupture did not result in any balloon fragmentation. Based on our device evaluation, there is no indication that the balloon rupture was related to manufacturing. A batch record review of the complaint unit could not be performed since it was not provided to us. Our IFU appropriately warns the users about the risks that could occur with the use of the embolectomy catheter including the risk of balloon rupture due to exposure to calcified plaque and overinflated balloon. We recommend exercising caution when encountering extremely diseased vessels. The arterial embolectomy catheter is not recommended for the removal of fibrous, adherent, or calcified material (e.g. Chronic clot, atherosclerotic plaque). This catheter is not designed to withstand the additional pull force needed to remove these materials. There was no harm to the patient because of this incident. The surgeon used a second over-the-wire embolectomy catheter to complete the procedure.

Event description:
The balloon of the lemaitre over-the-wire embolectomy catheter ruptured during an embolectomy procedure. There was no harm to the patient as a result of this incident. The surgeon used another over-the-wire embolectomy catheter to complete the procedure.